Event description:
The complaint is reported as: PICC nurse was called to patient's room where she observed that pink hub had come off the catheter. PICC nurse said an over the wire exchange had to be done because pacer on left side and an over-the-wire was performed with another triple. The patient was reported to be very ill before the incident. No patient harm was reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one distal luer hub for evaluation. The catheter was not returned for evaluation. Visual examination confirmed remains of the extrusion within the luer. Visual inspection of the remaining portions of the catheter could not be performed as it was not returned for evaluation. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a separated luer hub was confirmed by visual inspection of the returned luer hub. However, dimensional and functional testing could not be performed without the remaining portions of the catheter returned for evaluation. A device history record review was performed with no relevant findings. The probable cause could not be determined based on the information received and without the catheter to evaluate. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: PICC nurse was called to patient's room where she observed that pink hub had come off the catheter. PICC nurse said an over the wire exchange had to be done because pacer on left side and an over-the-wire was performed with another triple. The patient was reported to be very ill before the incident. No patient harm was reported.